Manufacturer narrative:
Investigation: the used sample was subjected to visual inspection and separation force functional test. The used sample passed the acceptance criteria. No abnormality observed after activation. The needle is able to be contain within the safety mechanism. The needle cap was removed to measure the needle hole dimension and straightness. The needle hole dimension and straightness are within the acceptance criteria and there is no possibility of needle being stuck in the needle hole channel that could cause incomplete activation. The complaint is unconfirmed as no defect is observed on the sample. A review of the past 12 months qn for catalog 393222 was performed. There is no related qn on defect or condition of safety shield activation failure. Therefore the root cause cannot be determined.

Event description:
It was reported that before use of the bd venflon¿ pro safety shielded IV catheter when removing the needle from the sheath the needle appears to be sticking in the sheath and some additional force is required to remove this. The following information was provided by the initial reporter: a few members of staff including myself have noticed that when removing the needle from sheath the needle appears to be sticking in the sheath and some additional force is required to remove this.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd venflon¿ pro safety shielded IV catheter when removing the needle from the sheath the needle appears to be sticking in the sheath and some additional force is required to remove this. The following information was provided by the initial reporter: a few members of staff including myself have noticed that when removing the needle from sheath the needle appears to be sticking in the sheath and some additional force is required to remove this.